Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: root cause is unknown. No root cause for the issue could be determined as the customer did not provide the information necessary to complete an investigation and has refused service. Siemens was not contacted for service, therefore no logs, pictures or any other details were provided. Reference: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: 1. The customer found that the system could get hang up frequently, causing all buttons to lose response. Customer attempted to restart the device without any improvement. The customer immediately arranged for the patient to complete the examination in another room. No other patients were affected. After the incident, the customer did not report to siemens. They reported the incident to regulatory authority as ae, siemens was required to evaluate the potential risk. 2. Hospital's ae report described incident as "on (B)(6) 2024, doctors performed amniocentesis on patients under the guidance of the ultrasound diagnostic system. During the puncture process, the ultrasound diagnostic system suddenly went black and failed to continue superconductivity. Even after restarting, it still could not be turned on normally, and the black screen remained in a continuous state. Immediately start another bedside ultrasound machine to continue performing amniocentesis for the patient. If the patient does not experience any special discomfort after the surgery, report to the department director."